Event description:
It was reported as a general comment that the nc trek balloons do not deflate easily and when pulled back into the guiding catheter, the partially inflated balloon becomes stuck. There were no reported adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported complaints could not be determined. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Additionally, it should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. In this case, it is possible that the larger profile of the balloon and the reported deflation issue contributed to the resistance met with the guiding catheter during removal; however, since limited information was provided and this was reported as a general comment, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided.